Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2020-03508. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. The excessive twisting stress was applied to the instrument channel port of the subject device. This phenomenon was occurred due to the aging degradation because the subject device has been used for four years. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility it was found that the instrument channel port was loosed during preparation for use. Other detailed information was not provided. There was no report of patient injury associated with this event.